Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose level. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.